Manufacturer narrative:
Additional information provided. The customer¿s report of a split burette cylinder was confirmed. During the visual inspection of the set a split was noted along the right side of the burette 5¿ long in the cylinder and the quickspike was cut off of the tubing that stems from the top of the burette. The remainder of the set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to other components. No other anomalies were observed. Functional testing was not performed due to the split burette chamber and the missing quickspike. The root cause was identified as a supplier issue with the burette cylinder extrusion process.

Event description:
Ater opening the air vent and squeezing the burretrol to fill the chamber the chamber split.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.